Event description:
Pt received burns and blistering to eye lashes and eyebrows. A cautery device was used by the doctor to cauterize the upper eyelid after removal of a tumor. While using the device, a flame ignited singeing the pt's upper and lower eyelashes and eyebrows. The pt's skin was also burned and blistered the following day.

Manufacturer narrative:
Received one (1) cautery device in an open package and identified as "actual complaint unit" and three (3) cautery devices in sealed pouches, all from the same device sterile lot. Visual inspection of the actual device showed that the cautery tips were not bent out of shape and were slightly burned, indicating use. All four cautery devices were evaluated using current test procedures and met all test requirements. The user facility confirmed there were no alcohol based cleaning solutions used prior to the incident. An iodine based disinfecting solution was used. There was no flammable gauze or draping used near the pt during the procedure and the device was not placed on or near the pt without the cover cap in place. Oxygen was not in use during the procedure. A review of the device history record for this lot does not indicate any non conformances that would have led to or caused the reported event.